Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. A supplemental report will be submitted upon completion of the investigation.

Event description:
The surgeon reported that he undertook a revision of a ceramic head and accolade stem. The patient presented with pain. During the revision it was noted that the ceramic head had fractured into 2 pieces. The revision was completed successfully with an eto procedure.

Event description:
The surgeon reported that he undertook a revision of a ceramic head and accolade stem. The patient presented with pain. During the revision it was noted that the ceramic head had fractured into 2 pieces. The revision was completed successfully with an eto procedure.

Manufacturer narrative:
An event regarding crack/fracture involving a ceramic head was reported. The event was confirmed through the material analysis report. Method & results: device evaluation and results: visual inspection was performed as part of the material analysis report (mar). The ceramic head had fractured. The parts were examined with the aid of a stereo microscope at magnifications up to 50x. A continuous metal transfer ring was not observed at the proximal end of the head taper. A continuous metal transfer ring at the proximal end of the head taper indicates proper seating between the head taper and stem trunnion. Approximately 100% of the head was returned. A . Based on macroscopic features and the longitudinal direction of the fracture, the head likely fractured due to overload hoop stresses caused by the wedge effect of the stem trunnion on the head taper. Dimensional inspection: not performed due to a material integrity issue as there is evidence from the visual inspection that the device is damaged. Functional inspection: not performed due to a material integrity issue as there is evidence from the visual inspection that the device is damaged. Material analysis: a material analysis has been performed. The report concluded: the ceramic head fractured, likely due to hoop stresses. Damage was observed on the stem trunnion, consistent with contact against fractured head. Burnishing, scratching and third body indentations were observed on the insert. These are common damage modes of uhmwpe based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Medical records received and evaluation: not performed as medical records were not received. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Further information is needed to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.